Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: no evidence of no cartridge detected eaw 163 warning observed in b/box. Load step malfunction was not duplicated during investigation. Force calibration passed at 179. Opened pump- no evidence of physical damage on force sensor pins. Dim display- letters have a red hue. Battery cap threads are stripped and are unable to secure. Test cap was able to secure for testing. Battery compartment cracked from case seal traveling to bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.